Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were witnessed. It was noted that the user saw the blue pixels and proceeded with the ablation. A biopsy was performed prior to the case. There were no patient complications reported in relation to this event.